Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported high blood glucose and insulin pump alarmed no delivery. Customer declined to troubleshoot. Customer's blood glucose was 580 mg/dl. Customer treated high blood glucose with shot. Customer stated that no delivery was due to bent cannula. No further information provided.